Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator's to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The arterial pressure alarms were attributed to inadequate vascular access flow. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, arterial pressure alarms occurred which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.